Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received no delivery alarms on his insulin pump and the connection between the reservoir and infusion set was leaking. The customer's blood glucose was 278 mg/dl. He stated he had already changed out the set, but the issue was resolved before the set change. The customer stated when he began to connect the reservoir, he noticed it was leaking during the infusion set change, where the infusion set connects to the reservoir. There were no clacks or splits in the "battel" and there was no fluid visible in the battery or reservoir compartment, or under the display. Nothing further was reported.